Event description:
The hcp reported suspected hepatic artery infusion pump underinfusion. The expected reservoir volume was 7.0 mls; the actual reservoir volume was 15.0 mls. The pump was filled with sterile heparinized solution. Troubleshooting was being considered.